Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced reduced/inadequate brake force. There was no patient involvement.

Manufacturer narrative:
Upon inspection of the final device it was determined the device experienced difficulty maneuvering, which is not reportable.

Event description:
This report summarizes 1 malfunction events, where it was reported the device experienced reduced/inadequate brake force. There was no patient involvement.